Event description:
It was reported that during lap colon procedure, the system would not activate using the hand activation. A second instrument was tried, but still did not activate using the hand activation. The case was then finished using ligasure with no patient consequence.